Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 mixed mitral regurgitation (mr) , non-compact cardiomyopathy (cmp), aortic regurgitation (ar), bilateral pleural effusion and pericardial effusion for a mitraclip procedure. During the procedure, a thrombus was observed after steerable guide catheter(sgc) advanced into the septum. Aspiration was performed for removal of thrombus; however, thrombus was untraceable. A mitraclip was successfully implanted at anterior and posterior leaflet 2(a2p2). On (B)(6) 2025, pericardial effusion was observed. Pericardiocentesis was performed for pericardial fluid drainage. Per the physician, thrombus and pericardial effusion were pre-existing condition of the patient and mitraclip did not contribute to worsening of both the conditions. The mr was reduced to grade 4+ post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported pericardial effusion and thrombosis appear to be related to pre-existing patient conditions. Pericardial effusion and thrombosis are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as additional aspiration and pericardiocentesis were performed. There is no indication of a product issue with respect to manufacture, design, or labeling.